Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call excessive no delivery alarm on the insulin pump. Customer is unable to rewind the device even when they reset it. Customer's mother advised they do not have the insulin pump by them and they will call back to troubleshoot the device.